Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(4). When use the instrument for intervention in laparoscopy, it functioned at the beginning and then it coagulated no longer. Change of the first instrument. The second instrument has functioned and produced an intraabdominal electrical arc, risk of burn of the near organs, this increased operation time . Medwatch 2916714-2015-732_MDR, is associated with this medwatch form. Complete instrument (B)(4)_maryland gsp.forceps fen.5/310mm hf con, has components, which are listed below. (B)(4)_handle for bipolar instruments. (B)(4)_insulated outer tube 5/5mm 310mm. (B)(4)_jaw ins.bip.maryland diss.fen.5/310mm_production date (B)(6) 2013.

Manufacturer narrative:
(B)(4). Failures noted on received product: ceramic displays several breaks. Connection rod is bent. Thrust is bent. Heavy signs of wear and tear, especially the serration in the jaw. Scratches on surface. Jaw parts not parallel. Inner tube is bent and deformed at the working end. A section of the ceramic is missing. The instrument was analyzed by microscope. The points of the ceramic breakage exhibit no unusual structural conditions, no pores, inclusions or foreign bodies could be found. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and find to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probable user related. Both instruments are in a very bad condition. According to IFU, this kind of instrument is designed for delicate use only. The bended connection rod and bended thrust are most likely caused by a incorrect assembly. Probably the ceramic breakages are caused by a mechanical overload situation or a drop. Due to the ceramic breakages, the bended connection rod and bended thrust, the mechanical function no longer works. Most likely the scratches on the surface and the worn serration is caused by the mechanical cleaning. Corrective/preventive action is not necessary.